Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had vibrate . The customer¿s blood glucose level was unknown. The customer reported pump and every once in a while it beeps and she doesn't know why there is no message on the screen. The customer was advised to monitor the pump and call if issue recurs. The insulin pump will not be returned for analysis.